Event description:
The pt experienced a loss of stimulation and increased pain. The ins battery was depleted. The system was interrogated (details not provided) and reprogramming was attempted. Both the lead and ins were replaced. Further info is being requested at this time.

Manufacturer narrative:
(B)(4).